Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred 3 weeks prior to the alert date of (B)(6) 2016. At this time the patient obtained blood glucose results of "108mg/dl" on the subject meter and "161mg/dl" on another unknown meter within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they had being doing more exercise over the past year. The patient stated that 5 minutes after the alleged product issue occurred they developed the symptoms of "sweating, dizziness and frequent urination". The patient stated that they treated these symptoms by visiting their doctor's office where they were given (B)(4) units of an unspecified type of insulin by their doctor. The doctor also measured the patient's blood glucose at 3:57pm on (B)(6) 2016 and obtained a result of "198mg/dl" on their device. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient performed a control solution test with the cca and the result did not fall within the range specified for the test strip lot being used. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient obtained an inaccurately low subject meter result which led to them developing symptoms suggestive of serious injury after the alleged product issue began. In addition, the patient required medical intervention at a doctor's office to treat hyperglycemia after the alleged meter issue began.